Manufacturer narrative:
This 3500a form, report number 3009144177-2026-00010 is an identical copy of failed 3500a form submission, report number 3009144-2024-00008 originally submitted on 18jun2024. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On (B)(6) 2022 the patient had a pocket revision due to discomfort from device near calvicle. On (B)(6) 2024 zoll respicardia personnel were notified by the patient that he was experiencing issues at the pocket site of his remede system which was described as "thinning of tissue at implant site". Patient was evaluated by dr. (B)(6) on (B)(6) 2024. Patient was evaluated by dr. (B)(6) on unknown date and noted at that time to have erosion of the lead through the skin. On (B)(6) 2024 the system was explanted without issue. At the time of the explant, dr. (B)(6) visualized the pocket and noted that during the initial pocket revision on (B)(6) 2022, the device was moved to a sub pectoral pocket but the lead had not been tunneled to that subpec pocket and it was his opinion that was the reason for the erosion causing. The system to be removed on (B)(6) 2024.